Event description:
It was reported that the device has a connectivity issue. The lvp did not communicate with pc unit. The tech recommended replacing the logic board. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8100 did not communicate with pcu. Technical support: 1. Replace logic board. 2. Return the module to the factory. Recommended replace logic board. Bob will replace logic board. If he still have problem, he will send unit in for flat fee repair. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. A review of the device history record showed the device had a manufacture date of 29jul2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6)was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device not returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device experienced a connectivity issue. The lvp did not communicate with pc unit. The tech recommended replacing the logic board. There was no patient involvement.